Manufacturer narrative:
No sample is available for evaluation. The user facility was unable to provide further product and lot information.

Event description:
It was reported that an older adult male patient had a generator change-out on (B)(6) 2016. The new generator was placed with a cangaroo ecm envelope. The patient later returned with fever, redness, and was diagnosed with a pocket infection. The patient was sent for generator and lead removal on (B)(6) 2016. Pre-existing medical conditions included diabetes. Lot number is not available at this time. No additional information is available.